Manufacturer narrative:
The reported event was unconfirmed as the product meet the specifications. Visual evaluation noted one unopened coloplast male external catheter was received. No obvious defects were noted. The adhesive peel test was performed. The samples were cut to the required width (1.00 inch to + or - 0.05 inch). The adhesive peel strength was found to be within the specification (1.14 to 3.04 lbf). The product was not used for diagnosis or treatment. It was determined that the product had no relationship with the event due to the investigation being unconfirmed through the sample evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. Correction: e, f h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the male external catheter had no adhesive. The customer noted that the user normally had 2 days of use but instead changed the batch daily. The catheters fell off after 2 hours post wear. It was also noted that the catheters were normally extremely sticky and hard to remove the finger after touching it but the recent pack had no adhesive. 12 catheters were failed during the week and there was no change in the application routine or storage. The customer had 3 bags which were not good and the same issue were experienced 10 years ago.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter had no adhesive. The customer noted that the user normally had 2 days of use but instead changed this batch daily. The catheters fell off after 2 hours post wear. It was also noted that the catheters were normally extremely sticky and hard to even remove the finger after touching it, but the recent pack had no adhesive. 12 catheters failed during the week and there was no change in the application routine or storage. The customer had 3 bags, which were not good. The customer noted that the same issue was experienced 10 years ago.